Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown component of the sensor or applicator getting stuck in the body occurred. The sensor was inserted on (B)(6) 2020. No information on the insertion site was provided. No product was provided for evaluation. No information was provided to determine whether it was the sensor wire, needle, or cannula. The probable cause could not be determined. No injury or medical intervention was reported.